Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture occurred. The 100% restenosed lesion being treated was located in the moderately calcified, moderately tortuous superficial femoral artery (sfa). During the second inflation of the sterling balloon, the balloon ruptured at 6 atm. The procedure was completed with another sterling balloon. No pt complications were reported. Pt status reported as "no problem".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.